Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in a duplicate report. Please refer to mfg report # 9610773-2026-00727

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the inner sheath had the distal tip cracked. The issue occurred during reprocessing. There were no reports of patient harm.